Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site post-operatively and underwent a procedure (date not reported) to resuture the site. It was also reported that the patient received antibiotic treatment (type and duration not reported).